Event description:
Subsequent information received via cine cd was reviewed by an abbott specialist noted balloon dilatations are performed followed by stent deployment in the mid rca. A second stent is positioned proximal to and overlapping the first stent up to the rca ostium. The stent is accurately positioned between the two balloon markers. There are no images of the stent deployment. There remains lesion in the rca ostium. This is treated with an additional stent. As there are no images of the stent deployment it cannot be confirmed that the stent expanded accurately within the stent markers. There is a possibility that the stent was not positioned completely covering the ostium prior to deployment. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for deployment difficulties reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, moderately calcified, 90% stenosed, de novo mid right coronary artery (rca) the guide wire was positioned at the distal end of the rca. Pre-dilatation was completed and a 3.0 x 38 mm xience prime stent was deployed. Pre-dilatation was completed at the mid-rca and a 3.5 x 33 mm xience prime stent was deployed to cover the ostium to mid lesion, however, when the stent deployed it did not cover the rca mid area up to the ostium. A second 3.5 x 8 mm xience v stent was used to cover just the rca ostium. The physician felt that using the mid-stent marker as a guide the 3.5 x 33 mm xience prime stent should have covered both the mid rca and the ostium area. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.